Event description:
Per the clinic, the patient disliked the implant as it was protruding and bothering the patient. The patient requested removal of the device and expressed a preference to use a cros (contralateral routing of signal) hearing system instead. The device was subsequently explanted on (B)(6) 2026.